Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery -the surgeon did a washout and exchanged the poly for post operation infection.